Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5356780, medical device expiration date: 2020-12-31, device manufacture date: 2015-12-22, medical device lot #: 6237698, medical device expiration date: 2021-08-31, device manufacture date: 2016-08-24, medical device lot #: 6237699, medical device expiration date: 2021-08-31, device manufacture date: 2016-08-24.

Event description:
It was reported that before use a bd¿ luer-lok syringe malfunctioned as it was found with ¿issues with misaligned plunger stoppers.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: a photo was received for evaluation by one of our quality engineers. The photo revealed a rolled stopper on a syringe therefore failure mode is verified. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. Cameras were implemented on 3/9/16 to detect rolled stoppers during the manufacturing process. Syringes determined to be defective are automatically rejected by the machinery. The camera is challenged every shift to ensure it is functioning as intended. A device history review was completed for the reported batch numbers with zero defects found. Larger syringe is from batches 5356780, 6237698, 6237699. 5356780-produced on 1/31/16 with zero defects found. 6237698-produced on 9/29/16 with zero defects found. 6237699-produced on 9/30/16 with zero defects found. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.